Event description:
This pt presented with a diagnosis of cad. The target lesion was at the mid left anterior descending. The vessel was not calcified or tortuous. The vessel diameter was 2.5 mm. There was 100% stenosis (cto). A guidewire (bmw) was inserted and unable to cross due to cto. Therefore, the physician exchanged the gc (heartrail 7f jl3.5) to a (heartrail 7f al2) gc; however the (bmw) wire was still unable to cross the lesion. As a result, the physician exchanged the bmw guide wire to two different guide wires (excelsior and conquest pro). Finally the physician succeded in crossing the wires to the target lesion. Subsequently the 4th guide wire (torunus) was inserted into the lesion to make the balloon run smoothly. Then, pre-dilatation was conducted with a balloon (ryujin plus 2.0 x 15mm). Inflation pressure and times are unk. Then a cypher stent (2.5 x 23mm) was deployed at 16atm. While the balloon was being inflated, the section at the proximal end of the proximal marker band was also inflated. Since this section was inflated larger than the original balloon, the vessel wall was injured and dissection occurred. To treat the dissection, a third cypher stent (2.5 x 23mm) was implanted at the original lesion. On a still picture received via email a bulging shaft proximal to the balloon seal can be observed. Also treated during this procedure was a lesion at the left circumflex using cypher stent (3.0 x 18mm) and guiding catheter (heartrail 7fr jl3.5). Pre, intra and post medications used are unk. The pt is in stable condition.